Event description:
At the scene of a cardiac arrest, the device was being prepared to put on the patient to provide CPR. Prior to its application to the patient, it was discovered that unit was not working. Manual CPR was performed. The patient was not revived.